Event description:
Bilateral patient: patient was revised to address pain and elevated ion levels. Minimal osteolysis noted on the right hip.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4). No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address pain and elevated ion levels. Minimal osteolysis noted on the right hip. **update** (B)(4) 2013- litigation papers received. There is no new additional information that would change the investigation. **update** (B)(4) 2013- pfs and medical records received. The correct doi for the right hip was provided. The right hip also suffered from dislocation and proximal loosening of the stem. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2969765, 3008572, and 3162718. A search of the complaint database finds additional reported incidents against lot codes 2644322 and 3090599 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4).